Manufacturer narrative:
Date sent: 4/23/08. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy, the trocar was leaking. Another device was used to complete the case. There was no consequence to the patient.